Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a medication order was not visible in the patient profile due to timing of order availability from the pharmacy system. A technical support specialist explained the order visibility timing and confirmed the medication order was visible to the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, medication order was not available in patient profile in pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.